Event description:
Two rn,s turned patient after making sure IV line was not taut. Triple lumen catheter slid out of it's insertion site. Four individuals noted dthat the eyelets on the catheter were severed. The sutures ans skin were both in tactinvalid data - regarding single use labeling of device. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. The device was destroyed/disposed of.